Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap extended life transfer set which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs and one (1) video sample were provided for evaluation. A review of the photo/video showed a slight iodine bubble beneath the patient connector only. The report of separation between the female connector and main body was not verified, however, the reported condition of leak was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.